Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board and power controller board were replaced.

Event description:
The hospital reported the unit has a ventilator failure. There was no report of patient involvement.